Event description:
It was reported that stenosis occurred. The patient was enrolled in (B)(6) study. Procedure summary: the patient underwent the transcatheter aortic valve implantation (tavi) procedure. Main access was obtained via the right femoral artery. A 14f isleeve introducer sheath was selected for use during the procedure and an acurate neo valve was implanted. It was noted that vessel stenosis occurred related to the access site. No further patient complications were reported.